Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva lot 495989, medwatch with identifier (B)(6) is smartview lot asku.

Event description:
Caller reported he tested on his aviva meter and received a reading of 67 mg/dl. He tested again, this time on his nano meter, and received a reading of 147 mg/dl. Results were obtained within 10 minutes of each other. No adverse event. A request was made for the return of the meter and strips, replacement sent.